Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming tabletop illuminator was replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The root cause of the reported event is attributed to a nonconforming tabletop illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the lighting did not provide sufficient power on both ports of an ophthalmic system. The surgery was completed on the same with no patient harm.